Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. The customer confirmed that besides the speaker malfunction inop was displayed the sound was still present.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the intellivue x3 displays a speaker malfunction error message. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.